Event description:
Patient called alleging that meter reads error1. Patient did not experience any symptoms at the time of testing. Patient tested on their back up ultra meter and obtained a "normal" reading. They then proceeded to eat their lunch as usual. Patient did not seek medical attention or call their md. Customer service was unable to resolve the error 1 issue and sent patient a replacement meter.